Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, microscopic inspection of the returned lead found a kink on the outer tubing and several internal wires being broken.

Event description:
It was reported patient's cervical lead was unable to provide therapy due to high impedances on most contacts. As such surgical intervention was undertaken wherein the lead was replaced and therapy was restored effectively.

Manufacturer narrative:
B3 - date of event is estimated.